Event description:
The explanting surgeon reported that a pt with a significant medical history of previous aortic aneurysm, left ventricular hypertrophy and marfan's syndrome, underwent aortic valve homograft removal in 2000 due to aortic regurgitation onset at approx 9 years post-implantation. The replacement valve type and MFR are not known.